Event description:
It was reported that during implant, the right ventricular lead could not be secured in the header of the device. The set screw could not be rotated clockwise or counterclockwise. Another wrench was also tried unsuccessfully. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the us. Evaluation summary: (B)(4): the device was returned, analyzed and no anomalies were found. It was noted that the set screw was loose/detached. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.